Manufacturer narrative:
(Conclusions) - the investigation found a defective power tray power supply in the m cabinet. Based on trending analysis it is concluded that there is a decreasing replacement rate of this component. (B)(4). There is no required mandatory field action.

Event description:
This x-ray sys failed during a pt's examination.